Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The bolus wizard functioned properly per the bolus wizard sample in the user guide and all estimated values were properly delivery and recorded on the pump history screen. No bolus wizard delivery anomaly was noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had bolus wizard anomaly and damage. Customer's blood glucose at time of incident was 71 mg/dl. Customer stated that pump gave to much insulin and food and correction bolus is incorrect. Customer also reported that there are scratches on display screen middle. Customer has difficulty reading menu options. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.